Manufacturer narrative:
This report is submitted on april 24, 2018 by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device; however the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2018, and the patient was reimplanted with another cochlear device during the same surgery.